Manufacturer narrative:
Submit date: 06/02/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: the telfa is coming apart leaving only the plastic on the skin. The plastic has to be slowly pulled from the skin because it is sticking to the wound and almost removes the skin.

Manufacturer narrative:
Two samples were received and a visual inspection was performed. A device history record (DHR) review was completed for lot# 31596. There were no manufacturing issues related to the complaint for this lot. The work in progress inspection form showed a consistent, steady run of product without any downtime or processing issues. Quality control inspection checks also fell in line with the standard acceptance of product as the attributes consistently met the specification criteria. Inspection of the samples resulted in verifying that the products met all specifications. Retain samples were pulled and all of the products inspected fell within the acceptance criteria. Due to the nature of the complaint that the dressings were coming apart, focus was given to the bonding of materials that keep the dressing intact. The bonds / lamination passed the quality inspection. The reported condition could not be reproduced. This complaint will be considered as unconfirmed. A potential root cause is that the product was used on a heavily exuding wound, though the product is designed for light exuding wounds. The bandage may have also not been changed in a timely manner and a scab formed which caused the pad to stick and therefore become more difficult to remove. Since no definitive root cause could be determined and the complaint is unconfirmed. There are no corrective or preventive actions planned at this time. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes.